Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one s/l hickman catheter in two segments was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter segment returned. Lack of adhesive was observed around the edges of the distal end of the detached luer. The edges of the proximal end of the catheter segment were noted to be round. Adhesive material and residue were noted in the surface. Therefore, the investigation is confirmed for the identified detachment issue. However, the investigation is inconclusive for the reported catheter break and material separation issues as the exact circumstances at the time of the reported event was unknown and there was no objective evidence obtained during the sample evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post chronic catheter placement procedure, the female luer adapter was allegedly broken and came right off of line. It was further reported that the line was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the female luer adapter was allegedly broken and came right off of line. Reportedly, repair kit was used to repair the line. There was no reported patient injury.